Event description:
It was reported that during a follow up, the right atrial lead exhibited loss of capture. X-ray revealed that the lead was dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).